Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was discontinued and the patient was placed on hemodialysis. The patient was treated with unspecified antibiotics for the event. The patient was later discharged from the hospital and reported to have recovered from the peritonitis. No additional information is available at this time. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd895771 and gd895961 with no issues noted during the manufacturing process. There were no deviations from standard procedure. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).